Event description:
A discordant elevated high-sensitivity troponin I (tnih, lot 094) result was obtained on one patient sample when processed on an atellica im 1300 analyzer. The initial elevated result was reported to the physician but wasn¿t questioned. A new sample was drawn from the same patient and processed on an alternate atellica im 1300 analyzer, obtained a lower result. The initial sample was retested on the original instrument and obtained a lower result which was considered correct and issued on the corrected report. There are no known reports of patient intervention or adverse health consequences due to the discordant elevated tnih result.

Manufacturer narrative:
A united states (us) customer reported observation of a atellica im high-sensitivity troponin I (tnih) discordant elevated result on one patient sample that repeated low/normal on the same and the other atellica im in the lab. Siemens has evaluated the instrument and the information provided by the customer. Reagent and instrument issues were ruled out based on review of qc which showed recovery within acceptable ranges and no issues were reported with other patient samples. The customer ran a precision study on the controls and 10 patient samples that resulted as <2.5 pg/ml to repeat and verify. There were no questionable results and all patient samples resulted as <2.5 pg/ml which was considered a routine troubleshooting for the reported issue. A product problem has not been identified. The customer is operational.